Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization, a 2.5x5 og cmplx xtrasoft coil (640cx2505, 30254264 was being used as the filling coil. The physician didn't judge improperly the shape of the coil deployment and decided to pull it out. During resheathing the coil, the introducer failed to be re-zipped. The physician used a same like product. The procedure was successfully finished. One non-sterile og cmplx xtrasoft coil 2.5x5 was received inside of a pouch. The received device was visually inspected, and no damages were noticed. The introducer was not returned for evaluation. Then a microscopic inspection was performed, the embolic coil was not returned for evaluation. No other damages were found. The functional test could not be performed since the introducer was not returned with the device for evaluation. A manufacturing record evaluation was performed for the finished device 30254264 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil introducer- zipping difficulty-rezipping¿ was not able to confirm, the introducer was not returned for evaluation. The complaint reported by the customer ¿coil- positioning difficulty-poor conformability" was not confirmed since the embolic coil was not returned for evaluation. Neither the analysis or the mre suggest that the failure reported could be related to the manufacturing process. The instructions for use (IFU) instructs on proper positioning of the microcoil system. The IFU also warns: ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system¿. The IFU instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil and the more flexible and fragile distal sections of the dpu inside the microcatheter before continuing to unsheathe the device. If the device is unsheathed before advancing into the microcatheter, there is a risk that the embolic coil or the distal end of the dpu will be unsheathed and pass through the resheathing tool. If the resheathing tool passes over the distal end of the dpu, this will expose these flexible sections, which will then be subject to kinking and bending. Once a part of the dpu is kinked or bent, the translucent introducer sheath will not be able to re-form around it, and that section of the device will protrude. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization, a 2.5x5 og cmplx xtrasoft coil (640cx2505, 30254264 was being used as the filling coil. The physician didn't judge improperly the shape of the coil deployment and decided to pull it out. During resheathing the coil, the introducer failed to be re-zipped. The physician used a same like product. The procedure was successfully finished. No additional information is available.